Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the device was returned and analyzed with no anomalies. Concomitant products : 5076 implantable pacing lead (B)(6) 201, 6947 implantable tachy lead (B)(6) 201. (B)(4)

Event description:
It was reported that the patient had an infection and sepsis. The system was removed. No further patient complications have been reported as a result of this event.